Manufacturer narrative:
Investigation including root cause analysis is in progress. A sample is expected but has not yet been rec'd for eval. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. Add'l info has been requested but not rec'd to date. (B)(4).

Event description:
An administrative assistant from the hospital reported that the air-fluid function did not work during a vitrectomy. Add'l info was rec'd from the nurse who informed that the procedure was completed by using a different cassette and there were no delays. The pt did not experience any harm. Add'l info has been requested but not rec'd to date.